Event description:
Reporter alleged blood glucose measured 230, 95, and 115mg/dl when all tests were performed back to back within 10 minutes. No actions or treatment resulted reportedly. A request was made for the return of the suspect device and replacement product was sent.